Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was emergency room (ER) due to an inappropriate shock from the implantable cardioverter defibrillator (ICD). The ICD detected an atrial fibrillation (af) with rapid ventricular response and shocked the patient with ventricular tachycardia (vt)/ ventricular fibrillation (vf) therapy. The device remains in use. No further patient complications have been reported as a result of this event.